Event description:
It was reported that patient's asthma attack was never a problem previously and the patient had a desat of 80. For intervention, the physician decreased the magnet and normal pulse width.

Manufacturer narrative:
.

Event description:
It was reported that the patient's mother indicated that the patient was taken to the hospital because he could not catch his breath and was coughing and wheezing. The hospital indicated that the patient was experiencing an asthma attack and would need to be placed on medication. The patient's mother reported that magnet mode stimulation was initiated during a seizure and the patient's asthma worsened and the patient could not catch his breath. Attempts to obtain additional relevant information have been unsuccessful to date.